Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of the acetabular implant using the handle the threaded tip of this handle snapped off. Summit pinnacle thjr, (B)(6), (B)(6) hospital (B)(6) 2017. During insertion of the acetabular implant using this handle the threaded tip of this handle snapped off. The threaded portion of the handle was left behind in the acetabular component. This was removed with pliers before continuing with the case. There was no handle sterilised to use so the ceramic liner was impacted using the impactor tip on a bone punch. No ae to patient. No delay to procedure. Images available. Male patient, aged (B)(6) years, dob (B)(6).

Manufacturer narrative:
Product complaint # (B)(4).